Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy with a prismaflex m100 filter set. Reportedly, there was an external leak of the filter set following increased capillary pressures. Treatment was stopped and the patient had an estimated blood loss of 152 ml when the content of the extracorporeal circuit was not returned to the patient.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. The lot number of the filter set was not provided therefore a review of the device history record and complaint history files could not be performed. The root cause of the reported event remains unknown.